Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 350mg/dl. Elevated bgs were treated by administering a manual injection, and the issue resolved.